Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The process would reach 90% completion, and the interrogation would stop. Surface electrograms demonstrated no pacing output. The device will be explanted and returned to guidant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.